Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to e1 (telephone number). Update h4 (device manufacturer date). A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it was surmised that the device did not work properly because the connector of the manifold unit was detached. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): the instruction manual of uhi-4 (drawing no. Gt7879) describes the following, and the reported phenomenon might be prevented by following the descriptions: 6.7 storage of the high flow insufflation unit, foot switch, cylinder hose and medical gas pipeline adapter. Hitting the equipment with an object or handling it violently may cause malfunction. Always handle the equipment carefully. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the insufflator exhibited pressure flow that does not correspond to the actual flow. The issue occurred during preparation for use on an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.